Manufacturer narrative:
Two (2) samples were received for evaluation contaminated with blood. A visual inspection was performed with the naked eye, but since the bag is gray in color, the sample was not observed. No further analysis was performed since the sample is contaminated with blood; thus, the reported condition could neither be objectively refuted nor verified. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set did not flow during infusion. The reporter stated that there was no flow of solution from the tubing into the filter, and also from the filter into the patient. There was no kink in the tubing or anything noticeable blocking the flow. The extension set was being used with a baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.